Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5., reference MFR# 1627487-2018-00696, 3006705815-2018-00159, 1627487-2018-00697, 1627487-2018-00698. It was reported that patient developed an infection at lead incision site and pocket site post-operatively. Patient initially visited the doctor post operation after running a fever and observing redness around lead incision site. Physician observed clear discharge around incision site patient was given anti-biotics both orally and through IV. Culture tests confirmed staph infection. As a result, patient underwent surgical intervention on (B)(6) 2018, wherein entire scs was explanted.

Event description:
Device 5 of 5, reference MFR# 1627487-2018-00696, 3006705815-2018-00159, 1627487-2018-00697, 1627487-2018-00698.